Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited false elective replacement indicator (eri). The pacemaker was reprogramming to clear the eri alert. Patient condition was stable.